Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced an atrial perforation and received a pericardiocentesis. The perforation caused capture thresholds to rise to 6 v. The lead was explanted and replaced.